Event description:
It was reported that a malfunction alarm occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl and was within a normal range. The customer contacted technical support, which instructed them on how to reset the pump, and confirmed that the malfunction did not recur after resetting. The customer continued to use the pump.